Event description:
It was reported that the implantable pulse generator (ipg) had reached the elective replacement indicator (eri) due to normal battery depletion and was being replaced. During the changeout procedure the device could not be interrogated via telemetry. Pacing was observed however it was not reponding to magnet application. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.